Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# : v169792, product type: lead. Product ID: 3093-28, serial/lot #: (B)(4), ubd: 27-oct-2012, UDI#: (B)(4). Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that last year they noticed their stimulator stopped working to resolve their symptoms. They stood up and barely make it to the bathroom without having an accident. They also reported shocking sensation that jolts and makes them jump 6 inches above their bed. This started about 8 months ago and they can feel the wire under their skin stating it 'bubbles' out and 'pushes the skin out'. They had a fall 'last year' where they hit their head. The patient was redirected to their healthcare provider to have the stimulator checked (battery is over 12 years old).